Manufacturer narrative:
(B)(4), method: the complaint hc300 humidification chamber was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. The complaint chamber was also filled with water and left to observe for leaks, and subsequently performance tested in a pressurised system to test for leaks. Results: visual inspection of the hc300 humidification chamber showed no signs of damage to any of the components of the chamber. No leaks were observed when the chamber was filled with water and performance tested in a pressurised system. Conclusion: the reported fault could not be confirmed as no fault was found with the complaint hc300 humidification chamber.

Event description:
A distributor reported on behalf of a patient in united states via a fisher and paykel healthcare (f&p) field representative that a hc300 humidification reusable chamber was leaking during use. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) have requested for the return of the subject hc300 chamber kit to f&p new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a patient in united states via a fisher and paykel healthcare (f&p) field representative that a hc300 humidification reusable chamber was leaking during use. There was no reported patient consequences.